Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "myopia" (postoperative refraction, unexpected). Product problem: "cloudy intraocular lens" (no code available). A surgeon reported having a patient with myopia and a cloudy intraocular lens (iol). In a follow-up, the surgeon reports the event has resolved.